Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. However, service recommended an expulsor assembly to be replaced to bring the delivery accuracy closer to nominal of a range. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 failed accuracy +7.90% event occurred during testing.